Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were returned still within the needle rack of the device. The device condition is aligned with the user having difficulty in reaching desired location and with use of the product. The depth limiter was attached. The actuator no longer cycled or actuated due to severe bending of the needle. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No update required. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further action required this time.

Event description:
It was reported that during meniscal repair surgery the t2 of the fast fix curved needle deployed prematurely through the meniscus. All ts were removed from the patient. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.